Event description:
The complainant has reported that a pccs patient was treated with abiomed bi-vad ab ventricles. After the ventricles were successfully implanted and support was initiated, a diffuse bleeding was observed along arterial 10 mm hemashield cannula graft material. The patient remained in the operating room for several hours in order to allow the bleeding to resolve. No intervention or manipulation was performed to the hemashield graft; however, the patient received several "products" in response to the blood loss. The bleeding ultimately resolved within 48 hours of device implant. No adverse events were reported to have occurred and no other treatment was required.

Manufacturer narrative:
Evaluation: methods: analysis of labeling performed (analysis of bleeding risks associated with product), other (analysis of device history records). Results: none (device involved was not returned for evaluation), other (no device anomalies during manufacturing of device). Conclusions: device discarded unable to follow-up, no conclusion can be drawn (for clinical event). This complaint involved a 10 mm hemashield graft cannula used with an abiomed ab ventricle. All efforts to obtain the exact cannula lot # or ab ventricle set serial number have been unsuccessful. As indicated, the hemashield graft cannula and ab ventricle were discarded after explant, as such any physical analysis was not possible. Normally a hemashield graft cannula complaint analysis would consist of a review and analysis of anticoagulation, clinical, supplier, incoming inspection and abiomed manufacturing data. As neither the hemashield lot # nor the ab ventricle serial numbers were provided for this complaint and the anticoagulation status during implant was not reported, it was not possible to conduct a complete analysis. The current cannula graft hemashield complaint rate, based on a 12 month rolling average is 0.5%. Hemashield cannula are 100% leak tested. The risk of procedural bleeding is addressed in the product's instructions for use (IFU). The current IFU states; "although the probability is low, it is possible for the hemashield graft in the 10 mm cannula to ooze in the range of up to 90 cc/minute for a 3 cm length of graft. Although this is within product specification, one method to address oozing in this range is to wrap the hemashield graft in a bovine pericardium or an equivalent material". Because a failure evaluation of the actual device involved cannot be conducted; a root cause for the reported event cannot be determined. Although a conclusive root cause could not be determined, additional information from the user facility indicated that no gross material defect or damage such as a cut, tear, or hole in the hemashield, was present. Based on the complaint history of this product, a clotting problem is the most likely cause; however, the anticoagulation status of the patient could not be obtained and it was not possible to complete this analysis. The rate at which bleeding is observed to occur is within acceptable tolerances. No specific corrective action is warranted in response to this reported event; however, abiomed will continue to closely monitor all hemashield complaints and conduct applicable analysis and risk assessments as necessary.